Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that water came out of the motor device when uncapped to be plugged into the console device. The event was not related to a surgical procedure. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit had water coming out of the motor when uncapped to plug into the console was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the hand control assessment. It was observed that the flex circuit was corroded (causing the failed hand control assessment) and the device came apart during disassembly as the flex circuit was stuck inside the motor housing. It was determined that this was due to corrosion from improper cleaning process, and the device showed signs of damage that is indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.